Manufacturer narrative:
The reported event of failed to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, the right ventricular (rv) lead failed to sense. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.